Manufacturer narrative:
Philips service checked logs, applied temporary fixes, and identified the need for follow-up service to replace the image pc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system intermittently failed to save images and make exposures on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.